Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a solicited report by a consumer with supplemental information by a nurse and physician from (B)(6) of bacterial peritonitis in a patient coincident with dianeal, extraneal viaflex, physioneal unspecified product and physioneal 35 unknown bag therapies for peritoneal dialysis (pd). Multiple reports were received from the same reporter. This is report 1 of 4. On an unreported date, the patient experienced bacterial peritonitis. Laboratory tests and remedial medication were not reported. On an unreported date, extraneal viaflex was permanently withdrawn and the patient was switched to hemodialysis. Follow-up information was received by a consumer, physician and nurse. On (B)(6) 2011, the patient experienced bacterial peritonitis and was hospitalized (exact date not reported). Treatment included vancomycin and ceftazidime for 2 weeks. Due to the 4 events of bacterial peritonitis, the pd catheter was removed on an unreported date. Outcome was not reported for any of the events of bacterial peritonitis. On an unreported date, dianeal was withdrawn, extraneal and physioneal unspecified product were temporarily withdrawn and action taken with physioneal 35 unknown bag was not reported. At the time of this report, the pd catheter was put back in place. The reporter did not provide an opinion of causality.